Manufacturer narrative:
Other, other text: additional information provided in h3, h6, and h10. Device evaluated, visual inspection performed and found chipped top case corners, cracked bottom case. Event history log showed there were several consecutive primary audible alarm post alarms. Power up process, audio test, occlusion test was performed, and the reported issue cannot be duplicated. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had a non stop alarm. No patient injury reported.